Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0012170801); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a patient with severely calcified peripheral disease with compromised hemodynamics in the distal abdominal aorta (circumferential calcification), bilateral aortoiliac and iliofemoral aces, a percutaneous transluminal angioplasty (pta) was performed with a conventional 9 mm balloon and a conventional 6 mm balloon in the distal aorta and ostial iliac arteries. Multiple unsuccessful attempts were made to advance the valve. The valve resisted passage through the severely calcified lesions of the ostium of the right common iliac artery and the abdominal aorta. The procedure was therefore terminated and the vascular access was closed. Angiographic follow-up revealed a rupture of the proximal right common femoral artery, requiring emergency endovascular management with a self-expanding stent graft.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the rupture was due to peripheral arterial disease and neither the delivery catheter system, sheath, nor the guidewire contributed to the rupture. The access site used was the right femoral artery.